Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the proximal coil of the stent was broken off. The detached coil and the suture were not returned, therefore it is not possible to determine how the suture became detached. The investigation has determined the tear to be consistent with those caused by the suture. Therefore, the most probable root cause for this complaint is handling damage. It should be noted that the event of stent separation due to suture removal during preparation, is not a reportable event.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, it was discovered that the tip of the device was broken in the package. No damage was noticed to the product packaging. The procedure was completed with another of the same device without harm to the patient. Several attempts have been made to obtain patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, it was discovered that the tip of the device was broken in the package. No damage was noticed to the product packaging. The procedure was completed with another of the same device without harm to the patient. Several attempts have been made to obtain patient and event information. However, no further event details have been made available to boston scientific to date.